Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that the cause of por was determined to not charging enough even though they were doing what they were told to do. The reported issue has not been resolved yet because they were told to power it up.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was patient has the device for the bladder and the bowl and had diverticulitis. The patient said they have had four deaths in less then three weeks, had been out of town for 9 weeks with their husband and had no time to work with the device. They had the return of symptoms for both bowl and bladder not working for two weeks now. They were leaking like before. Patient services walked the caller through how to check their settings and they got por. Then they cleared the por and their therapy was off. They turned their therapy back on to 2.5 volts. They hadn't felt the tingling they sometimes feels in a while (which is the therapy). Patient services told the caller to monitor their symptoms for a couple days and see if they improve now that the therapy is on. If not then they could try and increase the stimulation.